Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he had rashes and blisters underneath the lifevest electrodes. The patient reported using both an over the counter anti-itch cream and a prescription from his doctor. He reported that some of the blisters were open and bleeding. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.